Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2015. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence surgical interventions: on january 19, 2016 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: posterior repair and vaginal repair, cystoscopy and urethral dilation. On (B)(6) 2020 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: distension of the bladder. Nonsurgical treatments: the patient was treated with pain medication: norfeloxacin for the treatment of: pelvic pain. Treatment duration: ongoing. On (B)(6) 2019 the patient commenced incontinence medication: vesicare for the treatment of: overactive bladder. The patient was treated with topical treatment (including oestrogen cream). The patient was treated with pain medication: panadol forte for the treatment of: pain management. Treatment duration: ongoing. On (B)(6) 2019 the patient commenced topical treatment (including oestrogen cream): vagifem pessaries. Treatment duration: once a week. On (B)(6) 2019 the patient commenced topical treatment (including oestrogen cream): hiprex for the treatment of: stops utis. Additional information july 27, 2022: on *** 2019 the patient was seen due to urinary dysfunction and faecal urgency and very occasional faecal incontinence (2 episodes to date). The background general health includes diverticular disease and suspected recent episodes of severe diverticulitis. The urinary dysfunction consists primarily of urinary urgency and urge incontinence and a proneness to repeated urinary tract infections over the last 2 years, for which repeated courses of antibiotics had been necessary. Relevant patient history includes the advantage system ("boston sling") implanted 2015, and in 2016 polypropylene mesh was applied to the posterior vaginal wall for correction of a posterior vaginal wall prolapse and issues of impaired defecation. Since the boston sling implanted in 2015, urinary stress incontinence symptoms have not returned. Nocturia occurs 2-3 times, and she voids diurnally many times per day. In an attempt to control her symptoms of urinary urgency and incontinence the patient has tended to restrict fluids which has at times has left her slightly dehydrated and prone to migrainous headaches. On examination the patient was found to be a healthy 74 year old female of average build. Pre-void scan measured 175ml and post-void scan 75ml. The lower genital tract included atrophic vulval changes. The vaginal canal was well supported, and of good length. The vaginal vault was well supported. Moderately severe estrogen deficiency changes affected the vaginal canal. Digital pressure over the vaginal vault was associated with discomfort (without associated evidence of induration). The posterior vaginal wall (underlying polypropylene mesh implant) was not tender on digital examination. Diagnosis: 1. Urinary dysfunction including urinary urgency and urge incontinence, quite possibly secondary to recurrent urinary tract infections. Possible impaired bladder voiding function. 2. Posterior vaginal wall mesh - unlikely to be relevant to her various symptoms; this needs to be looked into with more detail at the next visit. 3. Faecal urgency and very occasional faecal incontinence. Plan: 1. Norfloxacin 400mg twice per day for 12 months, and thereafter hiprex 1g twice per day for the long term. 2. Vesicare 5mg tab, 1/2 tablet at night. 3. Renal tract ultrasound scan including pre and post bladder void volumes. 4. Vagifem pessaries, 1 pessary once per week. On (B)(6) 2020 the patient presented with urinary frequency, urgency, suprapubic pain and occasional leakage. The patient also described pain heading from her pubic area up into her shoulders. She was voiding frequently every hour during the day and getting up three times at night. There is occasional urgency and urge incontinence. She does not wear pads as this was causing irritation. There is no haematuria. There has been no real improvement with the use of antibiotics. The patient previously underwent a cystoscopy and bladder biopsy which indicated some chronic inflammation. Hydro-distension did not really improve her symptoms. Vesicare also did nothing and unfortunately she did not see a physiotherapist to see whether her symptoms improve. The patient was concerned about the fact that she has mesh and whether this is all related to that. She was planned to undergo repeat cystoscopy and also a urodynamic assessment to assess her voiding dysfunction. Depending on the outcome the physician believes she may warrant a trial of betmiga.

Manufacturer narrative:
Block a1: (B)(6). Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block e1: this complaint was reported by the patient's legal representation. The implant surgeon is dr. (B)(6); (B)(6) hospital. Block h6: patient code e2330 captures the reportable event of pain. Patient code e1310 captures the reportable event of urinary tract infection. Patient code e232401 captures the reportable event of fecal incontinence. Patient code e1309 captures the reportable event of urinary retention. Patient code e2326 captures the reportable event of inflammation. Impact code f12 has been used in the light of this patient seeking legal recourse for a personal injury related to the device. Impact code f19 captures the reportable event of surgical intervention. Impact code f2303 captures the reportable event of medication required. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2015. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence. Surgical interventions: on (B)(6) 2016 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: posterior repair and vaginal repair, cystoscopy and urethral dilation. On (B)(6) 2020 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: distension of the bladder. Nonsurgical treatments: the patient was treated with pain medication: norfeloxacin for the treatment of: pelvic pain. Treatment duration: ongoing. On (B)(6) 2019 the patient commenced incontinence medication: vesicare for the treatment of: overactive bladder. The patient was treated with topical treatment (including oestrogen cream). The patient was treated with pain medication: panadol forte for the treatment of: pain management. Treatment duration: ongoing. On (B)(6) 2019 the patient commenced topical treatment (including oestrogen cream): vagifem pessaries. Treatment duration: once a week. On (B)(6) 2019 the patient commenced topical treatment (including oestrogen cream): hiprex for the treatment of: stops utis.